Event description:
It was reported that an nrg transseptal needle was selected. It was noticed that the coating at the tip of the needle seemed to have peeled off. It was opened but not utilized due to the defect.